Event description:
The customer contacted stryker to report that their device did not deliver therapy on multiple occasions. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated this event and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer. The root cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device did not deliver therapy on multiple occasions. This issue is patient-related; however, there was no adverse event reported.